Manufacturer narrative:
UDI= (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrogade cholangiopancreatography (ercp) procedure performed in the hilar area of common bile duct on (B)(6) 2016. On (B)(6) 2016, during the procedure, the physician reported that the delivery system felt 'tight' while pulling back to deploy the stent. The physician believed that the stent was deployed, so the delivery system and endoscope were removed from the patient. According to the complainant, upon reviewing the patient's x-ray photo, it was noted that the stent was not in the correct position. The patient was re-scoped in order to remove the stent for inspection. Once the stent was removed from the patient, it was evident that part of the guide catheter had been broken off and remained inside of the stent when it was deployed. The stent and broken guide catheter piece were removed from the patient using a snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was detached. The detached guide catheter was kinked and bent in several locations. The push catheter and pull wire was kinked and bent in several locations. A functional evaluation found for stent deployment could not be performed due to the condition of the returned device. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the device. Bound by kinks and bends, the device would become unable to deploy stent. Forcible attempt to deploy the stent would cause guide catheter detachment. Therefore, 'operational context' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A lot history search was performed and found one other complaint against lot number 18987403 for a similar issue from a different customer. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the hilar area of common bile duct on (B)(6) 2016. On (B)(6) 2016, during the procedure, the physician reported that the delivery system felt "tight" while pulling back to deploy the stent. The physician believed that the stent was deployed, so the delivery system and endoscope were removed from the patient. According to the complainant, upon reviewing the patient's x-ray photo, it was noted that the stent was not in the correct position. The patient was re-scoped in order to remove the stent for inspection. Once the stent was removed from the patient, it was evident that part of the guide catheter had been broken off and remained inside of the stent when it was deployed. The stent and broken guide catheter piece were removed from the patient using a snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".